Event description:
Additional information was received from the patient. They reported that therapy was working pretty well in terms of frequency and that they could sleep through the night but it felt like they were being sent "electrical shocks" by the hip area. Patient stated it wasn't awful, but they did "notice" the sensations when they happened and that the sensations weren't at the ins site but more by the "belt line". Patient services reviewed stimulation considerations and device description/function and programming considerations with the patient and caller. Patient opted to decrease their stimulation by 1/10th to see if that resolved the sensations but allowed them to still have good therapeutic effect. Patient to monitor their symptoms now that they'd made the change and stated they would reach out to their hcp if the issue persisted to discuss the issue further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they have been pretty pleased with their device, but reported starting the last couple days they were starting to get "little, not shockwaves, but little feeling" in their hip area almost just above the implant, more in their hip area. The patient clarified feeling stimulation in the hip area and inquired if this is to be expected. Reviewed stimulation expectations. The patient confirmed feeling stimulation in bicycle seat area and also in hip area. The patient denied any recent trauma to implant site or falls. The agent offered to assist patient with therapy adjustments but patient stated they were still feeling stimulation in bicycle seat area along with hip area. The patient was redirected to their healthcare provider to further address the issue. The patient stated they will follow up with their healthcare provider to discuss.